Event description:
Customer reported that she has been experiencing high blood glucose in the 600 mg/dl range and lows past 22 mg/dl. Customer believed the insulin pump is not delivering as there is no information recorded for the last days. Customer declined to troubleshoot and stated that she did not feel comfortable wearing the insulin pump and requested a replacement. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.